Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system generated a red alert due to an out-of-range shock impedance measurement. Replacement of the device was recommended; however, no procedure has been scheduled at this time. No adverse patient effects were reported, and the system remains in service.